Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. (B)(4).

Event description:
It was reported (via FDA medwatch) that a female patient of unknown age who underwent breast prostheses implantation for unknown indication with mentor gel implants on unknown date began experiencing fatigue and nerve pain in her upper calf in 2015, which was assessed as severe nerve inflammation. It progressed to severe swelling in her ankle foot and calf on unknown side. After seeing several physicians and therapists, the patient was diagnosed with some form of psoriatic arthritis for which she is taking enbrel weekly. During this time, the patient noticed that her right breast was smaller than her left side. The patient is explanting in 2018. This report is for right device.